Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the seal of a rt041 full face mask disconnected from the mask frame. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint rt041 non-vented hospital full face mask was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph revealed that the seal was partly separated from the mask base. However, a continuous bead of glue was found around the mask seal. Further inspection revealed that the part of the seal that was not separated from the base indicates that the seal had been properly inserted in the mask base. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the mask was assembled and glued properly. This suggests that the separation occurred post production. The rt041 full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041 non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o". "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.". "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube.".

Event description:
A healthcare facility in switzerland reported via a fisher & paykel healthcare (f&p) field representative that the seal of a rt041 full face mask disconnected from the mask frame. There was no reported patient consequence.